Manufacturer narrative:
Review of device history records. Review of the lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
A vns physician reported that the patient was recently assaulted, and the physician inquired how to check the vns device on a ¿broken lead.¿ additional information was received that the patient was admitted to the hospital in status epilepticus. The physician performed diagnostics on (B)(6) 2013 which the physician later reported that ¿the lead was broken.¿ the device was therefore disabled, as recommended in labeling. The patient was referred to surgery for vns replacement. Clinic notes dated (B)(6) 2013 reported that the physician saw the patient while admitted to the hospital for status, and the patient expressed concern that his vns may be broken from his assault. The patient had not had any additional seizures since admission. The notes indicated the status epilepticus was now resolved. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.